Event description:
It was reported that the threaded inserter was broken at the working end of the inserter. It was broken while implanting the capstone. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. The above observations are consistent with misuse due to insufficient vertebral endplate preparation, resulting in a bend stress overload condition and the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.